Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip at the base point. A piece approximately 14.44 mm x 5.00 mm was found to be broken off. The broken piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Isi reviewed the image and obtained additional information: one grip had broken off at the base.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the fenestrated bipolar instrument jaw fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed with a delay of 15 to 30 minutes. Intuitive surgical (is) contacted the site and obtained additional information regarding this event. It is unknown whether the instrument/accessory was inspected before use. The surgical task performed when the device fragment fell inside the patient was retracting tissue. The surgeon does not know what caused the instrument/accessory to break or caused the fragment falling issue. The surgeon did not report any instrument functionality problems during the surgical procedure. It was unknown whether the instrument collided with other instruments or hard material during the surgical procedure. Also, it was unknown if the fragment(s) fell inside the patient during an instrument tip/accessory collision. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal. The cannulas were all okay, but there was damage to the instrument after the event. The fragment was robotically retrieved when they were found. All fragments were retrieved, and this was confirmed. No additional surgical procedure was required to remove the fragment. Post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient hasn't returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.